Manufacturer narrative:
H6-final device analysis results reveal - all/multiple conductors/wires broken.

Event description:
The hcp reports from a patient presented with therapy decrease. Troubleshooting was scheduled for 2006. A broken lead was suspected. The lead was later returned to the manufacturer for analysis.